Manufacturer narrative:
Information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements, due to this a system revision was performed in which this electrode was repositioned. Two years later the, the system exhibited high out of range impedance measurements once more. A follow up with the patient was performed and it is suspected that this electrode has dislodged, this due to the patient having gained significant weight through the years. X-rays were performed in order to assess the position of the electrode. A system revision was scheduled for the near future. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that an electrode reposition procedure was performed. This system remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements. A system revision was scheduled for the near future. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: device codes. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements, due to this a system revision was performed in which this electrode was repositioned. Two years later the, the system exhibited high out of range impedance measurements once more. A follow up with the patient was performed and it is suspected that this electrode has dislodged, this due to the patient having gained significant weight through the years. X-rays were performed in order to assess the position of the electrode. A system revision was scheduled for the near future. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements, due to this a system revision was performed in which this electrode was repositioned. Two years later the system exhibited high out of range impedance measurements once more. A follow up with the patient was performed and it is suspected that this electrode has dislodged, this due to the patient having gained significant weight through the years. X-rays were performed in order to assess the position of the electrode. A system revision was scheduled for the near future. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that a system revision procedure was performed, however, while testing the system on the operating room, the values were high under normal limits. The physician decided not to perform the procedure as they considered that these values were normal based on the clinical condition of the patient. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: impact codes.